Manufacturer narrative:
Device labeling, available in print and online, states vac foam dressings are not bioabsorbable. Always count the total number of pieces of foam removed from the wound and ensure the same number of pieces of foam was removed as placed. Foam left in the wound for greater than the recommended time period may foster in-growth of tissue into the foam and create difficulty in removing foam from the wound or lead to infection or other adverse events. Based on information provided by the health care providers, it cannot be determined when the foreign body alleged to be v.a.c granufoam was inadvertently left in the wound. The foreign body was not returned to kci for identification; therefore, kci was unable to confirm identity of the foreign object. There was no product malfunction. This report is being filed due to user misuse.

Event description:
The following information was reported to kci by the reviewing medical document: the patient's stage IV decubitus ulcer on the right ischium had embedded foreign material which necessitated hospitalization and debridement under general anesthesia. Debridement performed and the patient had a continued stay at the hospital for administration of intravenous antibiotics. The hospital stay was unremarkable and the patient responded well and was in good condition following the debridement.